Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
Patient was initially implanted with an afx bifurcated, two infrarenal, and a vela suprarenal device in 2014. It was reported that recently, the physician stated that during a diagnostic angiogram to validate a potential leak from an unknown location found with duplex ultrasound. The physician also reported that the patient previously had a full reline in 2017 for an endoleak type iiib. This was reported in (B)(4). Patient is reported to currently be in good condition.